Event description:
The customer received a questionable antibody to (B)(6) result on their e-module. The patient's initial (B)(6) result was 0.568 coi and it was (B)(6). The patient did a salivary home test, and the result was (B)(6). The patient returned to the laboratory and questioned the result. On (B)(6) 2012, the original sample was re-tested and the result was (B)(6), also (B)(6). The sample was tested at another laboratory; however it's not clear when. The serological test done with liaison xl murex hcv ab diasorin was (B)(6), units of measure were not provided. The qualitative pcr test was also (B)(6). The genotype was 3 using an abbott reagent. The inno-lia hcv score 16 h strip results were (B)(6), but (B)(6) for e2, ns3, ns4, and ns5. The (B)(6) result had no impact on the patient. The (B)(6) lot number was (B)(4) and the expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The customer returned a patient sample for investigation. The sample was tested with three competitors' methods and the results all gave positive results. According the doctor in charge of the patient, she was likely contaminated in march or april due to exchange of material. Per the product labeling, the long time period between infection and seroconversion, (B)(6) results may occur during early infection. A follow up sample was requested to clarify the issue.

Manufacturer narrative:
The patient had four follow up samples from (B)(6) 2012 returned for investigation. The samples were tested on two competitors' methods and using an elecsys retention kit, lot number 169318. The samples measured (B)(6) on all three methods, and the samples are considered (B)(6). Although the elecsys (B)(6) results on the initial sample taken (B)(6) 2012 reported a negative result and all other assays gave (B)(6) results, the reagent performed within specification. The results of a follow up sample taken in (B)(6) 2012 confirmed the assumption that the first sample (from (B)(6)) was from the very early phase of infection.